Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported that he received a no delivery alarm during insulin bolus delivery and manual prime. Blood glucose level was 323 mg/dl. Customer stated he thought it was the infusion set. He treated with manual insulin injection. Customer declined to troubleshoot and requested the insulin pump to be replaced. Customer was advised he might need a longer cannula. Nothing further reported.